Event description:
It was reported that during the implant attempt, the physician had problems trying to screw in the set screw on the left ventricular port. Multiple attempts were made to deploy the set screw. The set screw was screwed all the way out and back in again without any clicking. Once the left ventricular lead was seated in the header, noise was observed with intermittent capture. The device was not used and a new device was implanted. The left ventricular lead was connected to the new device with no problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.